Event description:
It was reported that the pt underwent a sling procedure in 2003. The following day, the physician diagnosed an accumulation of liquid in the abdomen. A urologist was called who identified an injury to the intestine. The pt was brought to the surgical ward for repair and creation of a colostomy. During reoperation adhesions of the intestine in the cecum during sling procedure possible. The pt was discharged four weeks later in 'good condition'. In 11/2003 the pt died. Cause of death cva and renal failure.